Manufacturer narrative:
The reported complaint of the system error was confirmed during functional testing. The system error and ua136 (internal parameter corrupted) error messages displayed upon powering up. The processor board in the autopulse was replaced to remedy the issue. Once completed, error message could be clear and the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and the lifeband belt clip was found broken and the battery lock was bent. This defect may be related to normal wear and tear as this platform has reached its 5 year usage life with manufacture date of 02/28/2012. A review of the platform archive was performed and showed multiple faults of latch error ua136 (internal parameter corrupted) error messages recorded on (B)(6) 2017. Additionally, unrelated to the reported issue, the load cell 1 module was replaced as it was defective. The autopulse passed the functional test, meets the required specifications and returned to the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
It was reported that during shift check the autopulse displayed "system error, out of service, revert to manual CPR "error message upon powering on. No patient involvement was reported.